Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately twelve years post filter deployment, patient presented with chest pain. CT performed revealed perforated ivc filter into the right atrium which caused hemopericardium and extensive pulmonary emboli almost occlusive on the right side and near exclusive on the left side. The filter arms were cut with a wire cutter and then it was removed from the right atrium and pulmonary embolectomy was performed at both sides of the pulmonary artery and perforation of the right atrium was repaired with multiple stitches. Approximately three months later, patient had recurrent dvt. The past medical history of the patient was evident for migration of the filter with subsequent perforation of the ivc, diaphragm and right atrium with massive pe. Therefore, the investigation is confirmed for perforation of the ivc and filter migration. However, the investigation is inconclusive for filter limb detachment. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2007).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached and perforated the right artium. The device and detached struts were removed via an open chest procedure. The current status of the patient is unknown.